Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Update: the date of patient injury was (B)(6) 2012. This is 1 of 1 devices for this event reported on complaint #(B)(4).

Event description:
Patient was implanted with radial head plate construct several months ago on an unknown date in (B)(6) 2012. Reportedly the patient is complaint of pain. The surgeon reported that the selected implant head may potentially be too large (overstuffed) and the surgeon believes that this is the root cause of the pain. Patient was returned to the operating room on an unspecified date for revision surgery. During the revision surgery it was noted that a smaller prosthesis was unnecessary since the original implant settled within the joint and there was no overcrowding. Since the joint was stable, reportedly the original implant was removed and the parts were discarded; however, if the elbow joint becomes unstable, then a smaller radial head prosthesis will be used in the future. The surgeon believes that the pain the patient is experiencing is due to either a low pain threshold or residual pain from the elbow joint reconstruction. This report is for an unknown radial head implant. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Implant date - unknown date in (B)(6) 2012. A review of synthes device history records for lot # 6873715 revealed the radial head extension had no issues during the manufacture of the product that would contribute to this complaint condition. This investigation could not be completed; no conclusion could be drawn, as no product was returned. Placeholder.